Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch interface printed circuit board (pcb). The system was tested and found to meet product specifications. The system was manufactured on march 26, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming footswitch interface pcba, which is most likely the result of system wear. (B)(4).

Event description:
A customer reported the footswitch was working intermittently during a procedure. There was no patient harm reported.